Event description:
It was reported that the ilet screen became unresponsive after unlock, preventing interaction with on-screen controls and blocking completion of a pending firmware update; a restart was attempted through the ilet app without resolution, and a replacement ilet was arranged. Symptoms included an inability to operate the device interface. Outcomes included interruption of normal device use. Investigation included telephone troubleshooting. Investigation of this case revealed the user could intermittently unlock the screen but could not navigate beyond the first page or select icons, consistent with a touchscreen malfunction. It was concluded that the device exhibited a hardware user interface failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.